Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx displayed an x on the ready for use (rfu) indicator found during testing. There was no report of patient involvement.